Event description:
This event involves total 27 devices. This complaint captures 10 devices. Remaining device captured under linked complaints (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the complaint device was not received for investigation. The investigation is based on the images provided. The images were reviewed, and the complaint condition of the adverse event could not be confirmed on the screw with the provided information. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. D1, d2, d3, d4, g5-510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device product code: hrs. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown plate/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported complaint: it was reported that on (B)(6) 2015, the patient underwent open reduction and internal fixation (orif) of supracondylar-intercondylar fracture of the left distal humerus and anterior subcutaneous transposition of the ulnar nerve due to comminuted supracondylar-intercondylar fracture of the left distal humerus. During a MRI of the spine, the patient had severe pain in her elbow. She found out from the surgeon that during the surgery to repair her humerus a drill bit broke and the fragment was not removed. It was more beneficial to leave the item implanted rather than taking it out. The physician advised the patient that to removed it may cause her more harm to the item was left in. The patient confirmed about it because she¿s been feeling pain and she wanted to make sure that she needed to know what the item is made of. This complaint involves ten (10) devices. This pc captures the remaining 10 devices, (B)(4) captures the other 10 devices of the 27 devices in (B)(4). This report is 7 of 10 for (B)(4)